Manufacturer narrative:
Bios received the investigation report from the importerm(lumenis). "Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photo has been received in lumenis." An examination of the subject device was performed by lumenis service engineer after verifying all system functions including performing full system alignment and calibration. Unable to reproduce root cause off issue reported by customer. Observed small spot on focus lens. Checked all optics. Replaced focus lens, 45 degree, replaced nd:yag lamp and cooling hose had crimp, all replaced proactively. Performed all steps on service checklist. The system operating within lumenis specification. The device was installed on may 05, 2025 and still under warranty. Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information bios is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
Bios reveived from lumenis, the importer. An adverse event report on a patient who sustained injury following treatment by splendor x device.